Event description:
Reportedly, during an implantation attempt the vega lead was positioned twice. The screwing was difficult, the butterfly was not turning very easily and the value impedance was high (measure with medtronic psa), around 1000 ohms, then he unscrewed it and screwed it again : impedance was around 800 ohm and and pacing was not possible. The physician changed it for another vega that worked properly and showed good electric performances.

Manufacturer narrative:
Summary of investigation: as received the screw fixation was within the distal electrode profile. The fixation mechanism operated as specified. The mechanical, and dimensional measurements were within specifications, and review of the associated manufacturing records revealed no evidence of inconsistency during the manufacturing process that could be related to the reported screw mechanism issue and the electrical issue. All electrical measurements were within specifications. It should be noted that the reported electrical issue may be attributable to external factors that are independent of the lead characteristics, such as physician technique or physician preferred implant site. This issue is well-known potential complications associated to such implantable devices and are discussed in the device instructions-for-use and published in literature. A lead issue is not suspected to be related to the reported problems. This case is retained and utilized for trending purposes. For more details, please refer to the attached report analysis.

Event description:
Eportedly, during an implantation attempt the vega lead was positioned twice time. The screwing was difficult, the butterfly was not turning very easily, and the value of the impedance was higher (measure with medtronic psa), around 1000 ohms. The physician unscrewed it and screwed it again, the impedance obtained was around 800 ohm and pacing was not possible. The lead was not implanted and a new vega lead was used.